Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up with a low blood glucose below 40 mg/dl. The customer treated with orange juice and other things. His blood glucose ended up going very high due to something he ate. No troubleshooting occurred, and no products were returned or replaced.